Manufacturer narrative:
The lot number of the delivery device was not provided and the device was not returned for evaluation. Therefore, a device history record review and product evaluation could not be conducted. Based on the current information the root cause of the event could not be conclusively determined.

Event description:
Additional information: male aged in his (B)(6) suffered trauma to his right eye with a softball. The natural crystalline lens was dislocated with a vitreous prolapse. The procedure done was a vitrectomy and lensectomy due to the trauma suffered and if things went well during the procedure, the surgeon was going to sew in an intraocular lens through the holes in each of the 4 haptics. The first lens had a piece of the haptic missing upon insertion which required it to be removed. The second lens had a haptic that folded over on itself and wouldn't fixate in the eye so it was removed as well. The patient was left without a lens and wears glasses due to being aphakic; a temporary contact lens is also being considered. The patient also had to have follow up eye surgery due to bleeding/hemorrhaging which was unrelated to the attempted cataract placement. The prognosis for the patient is good and lens implantation could be possibly done in the future. This report refers to inserter one of two associated with the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the physician attempted to implant and sew a lens into the patient's eye during a non-standard cataract procedure. The physician inserted one lens into the eye however the haptic was noted to be torn upon insertion. The physician also attempted to implant another lens, however one haptic was bending and "wouldn't fixate". Both lenses were removed intraoperatively and the patient was left aphakic. Additional information has been requested but has not been received. This report refers to inserter one of two associated with the event.